Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert 38 indicating a motor stall occurred during supply change fill tubing on an ilet, after which the user charged the device, restarted, completed a dry run, and later reported an episode where a meal announcement partially delivered with a message that insulin had stopped before subsequent checks and a restart allowed a successful meal announcement with new supplies and a rotated site. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and resolution after troubleshooting. Investigation included review of alarm history, inspection of infusion set and tubing, confirmation of new supplies and site rotation, device restart, and a functional check via a successful meal announcement. Investigation of this case revealed a transient motor stall consistent with a temporary pump actuation interruption, with no recurring alerts and no component damage evident after restart and supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was a transient device stall resolved by restart and supply change, with user monitoring recommended.